Manufacturer narrative:
Additional information has been requested regarding the patient, device details and circumstances of the event; however, have not been made available as of the date of this report. Should further information be provided, a supplementary report shall be submitted. This report is submitted on january 31, 2020.

Event description:
Per the clinic, it was reported that the patient is scheduled to have their baha implant removed due the device rejecting (date not reported).